Event description:
According to the reporter, during a laparoscopic thorascopic wedge resection procedure, after stapling a large vessel of the lung being, the surgeon tried opening the device but the jaws did not open; the blade got stuck while coming back. A new handle and shell were used, but it still did not work. A manual adapter (retractor) was also use to attempt open the jaws but the issue remained the same. The surgeon then clipped the sides of the reload and cut on both sides of the jaws to remove the device. Once taken out and examined, it was found out that the stapler had stapled over a clip and got stuck while trying to retract the device. The device was also difficult to unload. This led to about 30 minutes extended surgical time and tissue damage.

Manufacturer narrative:
D10: concomitant products: sig45ctavm, tri 2.0 sig45ctavm 45 CT vsclr med 12mm, (lot #unknown) sigphandle, sig power sigphandle handle, sigphandle, sig power sigphandle handle, sigmret, sig power sigmret manual retract tool. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the adapter was received with a reload attached. There was no visible damage to the exterior of the adapter. Functional testing found that the blue unload switch could only be depressed partially. The reload could not be removed from the handle by pressing the reload unload button back toward the power handle then twisting and removing the reload from the adapter. A manual retract tool was used to retract the firing rod to its home position. After this, a representative reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The unit was able to be rotated and articulated in all directions without hangups or sluggishness. The unit was able to be fired without any issues. It was reported that the device locked on tissue. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the device was difficult to load. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all m edtronic quality specifications. The instructions included with this device provide the following guidance: if a stapling reload is difficult to unload: 1. Center the reload and fully open the jaws by manually controlling the toggle or press and hold the up control button for two seconds. The articulation will center and the jaws of the reload will fully open 2. Reattempt to unload the stapling reload by pressing the reload unload button back toward the power handle, twist the reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.